Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found; the full lead was returned and analyzed.

Event description:
It was reported that before implantation the helix was tested and 10-12 rotations were needed to extend it. However, when retracting the helix, 16 rotations were needed. The lead was not implanted. There was no patient involvement.